Event description:
It was reported that during implant, the atrial lead had multiple dislodgements. The lead was not used, and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and primary analysis revealed no anomalies. There was blood/body fluid on the proximal conductor (not obstructed). The outer insulation was breached cut and there was blood present in/on the helix/lobe mechanism. The lead appeared to have been damaged at implant.